Event description:
A pump alarm was reported during the pumping process, identified as alarm 30. There was no adverse impact to the customer's blood glucose level. The customer had experienced several incidents previously; therefore, technical support decided to replace the pump, which was still under warranty. The customer was instructed to continue using the current pump as backup therapy, put the faulty pump into storage mode, and return it using a pre-paid label within 10 days. The customer understood and acknowledged all instructions provided.